Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g is combination product. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the half height drawer was failed. A field service engineer (fse) initially turned off pyxis and replaced all pyxis module controller and drawer controller boards. Inspected retractor bands, reassembled, and powered on the station. Logged into hta and ran full tests on both drawers, saving results to the d-drive. Failure icon cleared, and meds in 5.1 and 5.2 were inventoried. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers all cubies were failed and stated device not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers all cubies were failed and stated device not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.